Event description:
It was reported one day post device upgrade that the chronic atrial lead had lost slack and exhibited high thresholds. During the lead revision procedure the physician could not retract the helix fully so the lead was entirely removed. A new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Additionally, visual summary analysis of the lead indicated apparent explant damage and stretching. Further analyst notes indicated that the helix cannot be retracted, the lead was returned stretched, with buckling of the inner insulation, and that a stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5867-3m adaptor, implanted: (B)(6) 2015. (B)(4).